Manufacturer narrative:
Additional information was added to h3, h6, and h11 h11: the device was received for evaluation. During functional testing, a false downstream occlusion was unable to be replicated due to a reload set alarm that interfered with testing. An event history log review (ehlr) was performed, and it was noted that a downstream occlusion alarm had occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition could not be determined. The device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.